Event description:
This case was reported via regulatory authority (B)(4) (reference number: (B)(4)) and was forwarded to bayer on (B)(6) 2016. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel"), pelvic pain ("severe pelvic pain (especially on the right)") and menorrhagia ("heavy periods / very long cycles (10 to 15 days)") in a female patient who received essure (batch no. (B)(4)). The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced allergy to metals (serious criteria medically significant and clinically significant/intervention required) with eczema, pelvic pain (serious criteria medically significant and clinically significant/intervention required), menorrhagia (serious criteria medically significant and clinically significant/intervention required), general physical health deterioration ("state of health began to deteriorate"), menstruation irregular ("very long cycles (10 to 15 days) and irregular"), restless legs syndrome ("restless legs"), acne ("acne problems"), anaemia ("anemia") with fatigue, ovulation pain ("catastrophic severe pain during ovulation especially localized on the right"), insomnia ("significant difficulty to sleep due to restless legs"), adnexa uteri pain ("sensation of burning at the level of my right fallopian tube which does nothing but increase"), alopecia ("loss of hair"), loss of libido ("loss of libido"), dyspareunia ("pain during and/or after sex"), irritability ("irritability"), vaginal discharge ("brown discharge almost up to my next period") and abdominal distension ("belly bloating that appears suddenly without reason"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the allergy to metals, pelvic pain, menorrhagia, general physical health deterioration, menstruation irregular, restless legs syndrome, acne, anaemia, ovulation pain, insomnia, adnexa uteri pain, alopecia, loss of libido, dyspareunia, irritability, vaginal discharge and abdominal distension outcome was unknown. The reporter provided no causality assessment for allergy to metals, pelvic pain, menorrhagia, general physical health deterioration, menstruation irregular, restless legs syndrome, acne, anaemia, ovulation pain, insomnia, adnexa uteri pain, alopecia, loss of libido, dyspareunia, irritability, vaginal discharge and abdominal distension with essure. The reporter commented: aggravation of all symptoms at the approach of ovulation diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: allergy test result was positive to nickel. On an unknown date: blood test result was anaemia. On an unknown date: ultrasound scan result was normal. On an unknown date: x-ray result was normal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred terms: allergy to metals. The analysis in the global safety database revealed (B)(4) cases. Pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Menorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: device UDI number(B)(4) sample not available. We conducted a review of the manufacturing batch record (B)(4) (production date 10-nov-2014 and expiration date 28-nov-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on (B)(6) 2016: quality-safety evaluation of ptc company causality coment: an adult female consumer had essure (fallopian tube occlusion insert) inserted, and 3 months later had severe pelvic pain (especially on the right) and heavy periods / very long cycles (10 to 15 days). She also reported allergy to nickel. A bilateral salpingectomy was performed. These events are anticipated in the reference safety information for essure. Pelvic pain and menorrhagia are highly prevalent in women, and may have multiple causes. In the present case, no alternative explanation was provided. Given the compatible temporal relationship, causality with essure cannot be excluded. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity. In this case, the exact temporal relationship between the allergy and essure insertion was not reported. Event outcome after salpingectomy was also not mentioned. Despite the limited information, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. Further information could not be obtained.